Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A ventricular fibrillation episode was noted of 170 ms on (B)(6) 2010.

Event description:
It was reported that the patient received inappropriate therapy due to rapid onset of supraventricular tachycardia. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.